Event description:
It was reported that when the patient presented remotely via merlin.net transmission, post-paced t-wave oversensing was observed. Programming changes were made. No patient consequences were noted.